Event description:
It was reported that the customer inadvertently delivered a 15 unit bolus instead of a 3 unit bolus. Customer's blood glucose (bg) was 195 mg/dl and dropped to 155 mg/dl. Customer sounded disoriented and had a shaky voice while troubleshooting with tandem technical support. Emergency medical services were called and assisted the customer by providing carbohydrates to address bg level. In addition, customer bg level was monitored. No additional information was provided.